Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The psr received a replacement battery pack.

Event description:
The patient services representative (psr) of a (B) (4) female patient called to report that one of the patient's battery packs is dead and will not start the monitor. Psr gave the patient replacement battery pack.